Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device will not be returned. The lot number was provided. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The patient anatomical information was not reported with the case information which may have aided in the investigation and determination of cause. A conclusive cause for the reported stent dislodgement could not be determined. However, as a search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the 2.5 x 18 mm promus failed to cross to the lesion and flared struts were noted. The 2.5 x 15 mm promus dislodged from the balloon. No adverse patient effects were reported. No clinically significant delay of procedure was reported. The procedure was completed with a different device. No additional information was provided.